Event description:
Laser tech reported that "glass broke off in knee" during laser arthroscopy procedure. The broken glass was retrieved, surgery was completed with no harm to the pt. The surgeon was using a trimedyne multi-use handpiece when the incident occurred. The instructions for use caution that "if the fiber extends more than 3mm from the distal tip of the handpiece, any force against the fiber may cause the fiber to break off." The laser tech stated that the fiber was extended beyond the cautioned length when the fiber broke.